Event description:
It was observed during device evaluation that the camera head device experienced a leak from the cable, intermittent delay in image, and had a faulty charged coupled device. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection after report of dropping the device on the floor. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the user dropping the device on the floor led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.